Manufacturer narrative:
A customer technical support (cts) representative did troubleshooting with the customer via telephone and had customer remove the gold plate to evaluate the instrument. The customer found tubing detached from the needle assembly and reattached it to resolve the leak. (B)(4).

Event description:
The customer reported a bloody fluid leaked from a coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.